Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 4 years post-op, the patient heard a popping noise in the shower. Subsequently, the patient was revised and during the revision, the hinge component was found to be cracked where the post threads into the femoral component. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00585006012 - articular surface with segmental hinge post size f 12 mm height - 64331551 unknown - unknown tibial component - unknown. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided picture identified that the hinge post subcomponent is fractured. As the devices were not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.